Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The station had been restarted multiple times with no resolution. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) upon arrival at the medstation, asked the customer to attempt recovery; however, drawers 2.1 and 2.2 were not detected on the pyxis bus. The fse opened the back of the main unit and performed an inspection. The pyxis system was powered off, and the fse opened the back of drawer 2. All cables were reseated, and the drawer was reassembled. The fse then rebooted the pyxis system. The fse logged into the hardware test application (hta) and tested drawers 2.1 and 2.2, saving the passing results to the d-drive. After rebooting the pyxis system and returning to the application, the failure icon was no longer present. The fse had the customer log in and inventory medications in drawer 2.1 successfully. The system functioned after the field service engineer repaired the device.